Event description:
According to the complainant, some screws were not seating in the anterior cervical plate properly during implant. The surgeon ultimately used 5 screws to secure the plate instead of 6 screws as intended. A delay in surgery associated with this product problem was reported. The investigation into the reported event is ongoing and any results will be reported in a follow-up report.